Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5067062.

Event description:
It was reported that the patient underwent an endometrial thermal ablation procedure in 2013. Following the procedure, the patient experienced heavy periods and severe cramps. The patient became pregnant in 2016 and pregnancy ended with still born. The patient underwent a hysterectomy procedure. Additional information will be requested.